Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was successfully explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, high impedance values, oversensing and increased counts to the sensing integrity counter (sic). The lead was reprogrammed. Plans were made to explant and replace the lead. No patient complications have been reported as a result of this event.